Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion, the nurse activated the safety feature of the device. The device was not captured and the nurse was stuck by the exposed needle. The clinician is believed to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.